Manufacturer narrative:
Device 1 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use since 28-feb-2024. Moreover, the issue occurred with 10-15 similar types of infusion sets used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.